Manufacturer narrative:
The reported event was confirmed. A heyman goodwin sound was returned without its original packaging. Rusting was noted near where the sound "funnel" meets the "shaft". A potential root cause could be due to "material selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visual inspection ¿ examine each device for cleanliness. ¿ if visible soil remains, repeat manual cleaning instructions. Verify that devices are free of deformations (e.g. Bent, broken, corroded, cracked, worn, or fractured) that may impact its intended use. Do not use the product if it is damaged or defective. ¿ for devices that fail visual inspection, handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations for disposal of biohazardous waste. ¿ products have been validated per the instructions provided. Any deviations must be validated by the user. Sterilization, storage, and replacement ¿ devices should be sterilized in accordance with the manufacturer¿s instructions using dynamic-air-removal steam sterilization (pre-vacuum). ¿ devices should be clean, dry, and double-wrapped with hospital sterilization wrap. A sterilization tray may also be used according to the manufacturer¿s instructions. ¿ sterilization cycle parameters: exposure time 4 minutes, exposure temperature 132°c (270°f), and drying time 30 minutes ¿ allow device to cool to room temperature after sterilization before handling. ¿ any deviations from the instructions provided must be validated by the user. ¿ store products in a dry and clean environment."

Event description:
It was reported that the goodwin sound dilators had determined to be rusting inside the lumen of the sound. Per follow up information received via email on 24jun2020, the complainant provided six product catalog number with the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the goodwin sound dilators had determined to be rusting inside the lumen of the sound. Per follow up information received via email on 24jun2020, the complainant provided six product catalog number with the issue.